Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high, out of range pacing lead impedance due to lead fracture. The lead was capped on (B)(6) 2016 during device change out for eri.